Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation locking nut on the trunk cable connector was missing. As a result the electrode belt was unable to stay securely attached to a test monitor. When attached the electrode belt was able to appropriately communicate with a test monitor. The root cause for the missing locking nut could not be positively identified but was likely physical abuse. No adverse event resulted from the missing locking nut. The patient received a replacement electrode belt.

Event description:
While investigating the electrode belt of a (B)(6) female patient for an unrelated issue, a reportable problem was discovered. The patient was issued a replacement electrode belt.